Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to bowel obstruction and subsequent exploratory laparotomy with small bowel resection and hernia repair. Upon left ventricular assist device (lvad) interrogation, it was noted that the patient had no lvad events of any kind, including pulsatility index (pi) events which was uncommon for the patient. The customer did not anticipate any malfunction and were sending log files as a precaution. Log files submitted for review captured some pi events on 10oct2024, 11oct2024, and 12oct2024. On 14oct2024 at 10:17:24 the fixed speed was changed from 5400 revolutions per minute (rpm) to 5800 rpm. On 14oct2024 at 10:18:19 the speed was changed back to 5400 rpm. Otherwise, there were only routine events noted in the log.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 10oct2024 through 15oct2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) , is currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.